Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the urethane outer layer had been rolled back in the distal direction. The metal part was confirmed to be in its place, indicating that the proximal end of the urethane outer layer had been fixed to the core wire at this point. There were no anomalies between the core wire and the metal part. The portion of the urethane outer layer rolled back in the distal direction was found to be adhering to the urethane outer layer under it too tightly to be removed. Due to this, the rolled-back urethane outer layer could not be repositioned in the proximal direction. The outer diameter of the shaft was measured on the segment where the urethane outer layer was undamaged and confirmed to meet manufacturing specifications. Simulation testing was conducted. Based on the assumption that the patient's vessel had been stenosed or calcified, a part of the phantom vessel was clamped with forceps. A guide wire sample with a slight peel-off having been given to the proximal edge of the urethane outer layer intentionally, was inserted into the seeker. This combination was inserted into the above prepared phantom vessel with a curvature radius of 7mm given to it. In this situation, the guide wire was pushed in and pulled out of the seeker. After 25 push-pull actions was given to the guide wire, the edge of the proximal urethane coating became peeled and rolled back over the wire in the distal direction. The state similar to that of the actual sample was duplicated. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based on the available information, the event description and appearance of the returned device along with confirmation by simulation testing are most consistent with the actual sample having been damaged and peeled at the edge by certain condition of the lesion along with further manipulation in the concurrently used device. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up.

Manufacturer narrative:
D4 - UDI no. - not yet required for this product code. The actual device has been received at the manufacturing facility and the investigation is currently ongoing. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported damage to the plastic jacket on the device used during a procedure. Follow up communication with the user facility confirmed the following information: the physician was trying to cross a heavily calcified lesion in the patient's common femoral artery; an 018 glidewire advantage was placed through a navicross; the physician was successful in crossing the lesion; when the wire was removed in exchange for something else, it was noticed that the plastic jacket was damaged on the proximal end of the device; the physician confirmed that nothing was left in the patient; the procedure outcome was normal; and the patient was reported in good condition.